Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with fracture at "bwk 11" underwent balloon kyphoplasty.intra-op, the balloon burst while inflating. No patient complications were reported. Patient was not allergic to contrast media.

Manufacturer narrative:
Device evaluation: there is a cut in the balloon running parallel with the ibt shaft. This type of damage is consistent with the balloon coming in contact with bone during inflation. If information is provided in the future, a supplemental report will be issued.